Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when the event occurred. Additional procodes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one drill bit chipped into many pieces when drilling. The broken pieces were removed from patient. A second drill bit was "flicking" a lot and it felt like it would break any time. Patient consequence: no. This complaint involves two (2) devices. This complaint is for a drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: these dates were reported as 01/10/2018 in initial report mwr- (B)(4) in error. The correct date is 01/09/2018. Reporter facility name, and address, reporter contact number was not provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 310.221. Lot number: f-13290. Manufacturing location: selzach. Supplier: sphinx ag. Release to warehouse date: 12 july 2012 . No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development investigation was performed for the subject device: received condition: the complete grooved portion of the drill bit ø 2.0/1.15mm, cannulated, l 150/48mm is broken off. The broken off grooved portion of the drill bit is broken into various fragments. Dimension: due to the existing damage, the relevant dimensions can no longer be checked for the corresponding technical drawing information. The outside diameter of the remaining drill flute was checked with caliper ref. 3-01-19789 and found to meet the specifications. Technical drawing ref. Sm_105307 target diameter: 2.0 +0 / -0.03 mm actual diameter: 1.98 mm / pass DHR review / material: the device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. The correct stainless steel, 1.4112 per iso 7153 was used and the measurements of the hardness after the hardening procedure were between 617-629 hrc and within the specification of 580 +60.0/0 hv10. The relevant dimensions of the drill bits were checked during the manufacturing in july 2012 of the products and found to be in compliance with the specifications. Conclusion: based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. The surgical technique for hcs 2.4/3.0 ref. No. 036.000.323 for the countersinkable compression screw surgeries points out: avoid forcefully advancing or bending the drill bit 310.221 as this may cause the drill bit to break. Do not advance the drill bit beyond the wire. When drilling is complete, slowly pull the drill bit straight out while running the power tool in ¿forward mode¿ to ensure the guide wire stays in place. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.